Event description:
Very high jacket retraction was encountered. Also the jacket guard got stuck. Device handle was dismantled and a catheter was used to put a j wire and balloon in limb to open the hooks and permit jacket retraction. Case was completed successfully.